Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, weight, ethnicity and race were not provided for reporting. This report is for (band aid brand kizu power pad unspecified ap). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338). Upc#, and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A parent (reporter) reported about a (B)(6)-year-old child (consumer). Since the consumer got injured on hand, the reporter applied unspecified band aid brand kizu power pad (kpp) to the wound. After that, the consumer got a rash around the strip and it became purulent. The consumer sought medical treatment and was prescribed unknown medication at a hospital. The consumer is no longer experiencing any symptoms.